Event description:
It was reported that this pacemaker battery indicated 1.5 years remaining in (B)(6) 2021 and in (B)(6) 2021 indicated elective replacement time (ert). Boston scientific technical services (ts) indicated that it was not a premature battery depletion (pbd) but an increase on the consumption due to an increase of ventricular stimulation thresholds. The pacemaker was replaced and an new device was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: added codes to h6 medical device problem codes, component codes, type of investigation and investigation finding codes, as they were missing from initial report.

Event description:
It was reported that this pacemaker battery indicated 1.5 years remaining in (B)(6) 2021 and in (B)(6) indicated elective replacement time (ert). Boston scientific technical services (ts) indicated that it was not a premature battery depletion (pbd) but an increase on the consumption due to an increase of ventricular stimulation thresholds. The pacemaker was replaced and an new device was implanted successfully. No additional adverse patient effects were reported.